Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 07/28/2018, that on (B)(6) 2018, a loss of connection occurred. The product has been received for evaluation. A follow up report will be submitted once the evaluation has been completed. No additional patient or event information is available.

Manufacturer narrative:
Com-(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. Voltage testing was performed and failed as there was no voltage. Confirmation of the complaint was confirmed via data. The probable cause could not be determined via data.